Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: myocardial infarction without treatment. Device issue: no device malfunction has been reported. It was reported that on (B) (6) 2005, the patient underwent stenting of the mid right internal carotid artery with two xience v stents. On (B) (6) 2009, the patient was admitted to the hospital with chest pain, palpitations, positive cardiac enzymes consistent with acute coronary syndrome [ischemia], and a non st elevated myocardial infarction - cardiac catheterization was not performed. The patient was referred to the va hospital for further evaluation. The patient reported that at the va follow-up, the physician changed around medication, but the patient remains on plavix and aspirin daily, no cardiac catheterization was performed at the va either. The patient reports no chest pain or hospitalizations since then and feels "good". There is no additional information available.

Manufacturer narrative:
(B) (4). (B) (4). The xience v (part 1009554-18, lot 50508p1), indicated has been filed under the same MFR #. Evaluation summary: in this case, there were no reported product deficiencies. The reported patient effects of angina, arrhythmia, myocardial infarction and ischemia are listed in the products instructions for use (IFU). Although the remaining patient effect of elevated enzymes is no listed in the product IFU, it is likely that the elevated enzymes are a cascading effect of the other patient effects reported in this case. The hospitalization appears to be a result of the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.